Manufacturer narrative:
(B)(4).

Event description:
On 16aug2016 a patient (pt) called to report that while wearing the acuvue oasys brand contact lenses he/she was diagnosed with corneal abrasions during the first month of wear. The pt reported that he/she began to experience pain, photosensitivity, and watering within the 1st week of wear. The pt reported that his/her typical wear schedule is two weeks. On 06sep2016 a call was placed to the pts eye care provider (ecp) who provided the additional medical information as follows: the ecp reported that the pt was seen on (B)(6) 2016 for an od infectious corneal ulcer and was treated with gatifloxacin q1h. The ecp reported that the pt missed a follow-up appointment so he was using the antibiotic eye drops q1h until he came in on (B)(6) 2016. The ecp stated the pt was taken off of gatifloxacin and changed to tobradrex. The ecp reported that the pts od responded to antibiotics, but is unclear at this time, if there will be any scarring. The ecp also reported that he/she is not sure if pt will be put back in this contact lens (cl)when cleared for cl wear. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002skk was produced under normal conditions. The product was requested for return but has not yet been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.